Event description:
When inserting the pre-loaded dib00 model intraocular lens (iol) was stuck in the incision, there was patient contact, and the iol was not stuck in the cartridge. The procedure was completed using another dib00 34.0 diopter iol that was implanted in the patient¿s ocular sinister (left eye). There was no patient injury, no medical intervention, and no surgical intervention during the procedure. Patient prognosis was reported as fine. No further information is available.

Manufacturer narrative:
Additional information: . For evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. An attempt was made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.